Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the procedure completed? The surgeon used another new device. Did any pieces fall into the patient? No. The analysis results found that the ntlc55 device was received with the lockout spring out of position and damaged and with a cartridge reload present. The cartridge reload had the proximal 27 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in an incomplete staple line. No functional test could be performed due to the condition of the device. No conclusion could be reach as to how the spring became damage. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open liver resection procedure, after the surgeon fired the device once, the spring of body came out from it. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.